Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2013, and obtained the following information: the patient tests between five to six times a day and manages her diabetes with novolog n (110 units in the morning and 100 units in the evening) and novolog (sliding scale, based on food intake). The patient indicated her blood glucose typically is between '100-140mg/dl.' When her blood glucose is below '80mg/dl' she experienced symptoms of sweating and shaking; however, when her blood glucose is elevated she does not experience any symptoms. On (B)(6), 2013 (at 10:30am) the patient confirmed she obtained a blood glucose reading of '298mg/dl' with the subject. In response to the reported reading, the patient corrected and clarified she immediately contacted her health care provider's advise nurse, a few minutes later spoke to a physician, and at the advice from the physician she administered 50 units of novolog insulin. Approximately an hour after administering the insulin the patient indicated she developed symptoms of shaking and sweating, and at the onset of her symptoms she obtained a reading of '82mg/dl' with the subject meter. The patient soon after consumed 2 glucose tables, an apple and orange, and within 30-45 minutes her symptoms abated. The patient indicated she did test her blood glucose with the subject meter afterwards, however, the reading is not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The csr noted the patient performed a quality control test that passed. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing; no faults were found. The meter was found to function properly. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.